Event description:
The device was returned to the manufacturer. It was removed prior to cremation. The return paperwork did not suggest or question a malfunction. The date of death, cause of death and relationship to the device was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Other - catheter. Final pump analysis revealed no anomaly found - normal device function. Final catheter analysis revealed a non-standard non-conformance. Catheter slice cut - explant damage.